Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm along with other insulin pump error alarm. Customer reported that they received alarm for hardware low level failures and an error in the motor was detected by reading unexpected value from hall sensor. Customer stated that this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Insulin pump had open book image displayed on the screen. The insulin pump will be returned for analysis.